Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a codman microsensor showed negative scores when implanted. As reported by the ous affiliate, no adverse consequences.

Manufacturer narrative:
Additional information -- model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specification prior to distribution. Evaluation of the returned device found that the catheter material was mashed 2.1 cm from the tip of the catheter. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.